Event description:
It was reported that during troubleshooting for an unrelated alarm, the patient had disconnected from the peritoneal dialysis (pd) disposable setup. The homechoice device alarmed and the patient reconnected to the device prior to receiving instructions on proper reconnect procedures from the technical services representative. This occurred during the initial drain cycle of pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.